Event description:
Advanced bionics was made aware that the pt was diagnosed with meningitis. The pt was hospitalized for a week. The pt has been released from the hospital and has recovered. The pt's neurologist found an abnormality in the skull formation to which he attributes the pt's reported bouts with meningitis. The neurologist determined that this case of meningitis is not device related. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.